Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. The customer¿s blood glucose was 316mg/dl at the time of the incident. The customer reported that overnight her daughter's pump woke her up and had this constant beep and no break in the sound. The customer tried pushing the buttons and that did not work and removed the battery and put new one in and it just sat at number 2. Issue continued when customer went to another location. Results of the 5-minute pump rest following new battery insertion was that the insulin pump was still beeping. The customer also reported that she changed all her settings and gave her a bolus through her pump and then customer was 180mg/dl when she woke up this morning and declined to troubleshoot for the blood glucose when offered. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with constant tone and frozen screen due to faulty component on the mother board. Unable to perform the self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to constant tone anomaly.